Manufacturer narrative:
1. Overview: the quality department (pms) received a complaint involving a motiva® device. 2. General info: device involvement: a causal relationship between the reported event and the device has not been established yet. Event characterization: the event was classified as a device rupture. 3. Technical investigation summary: laboratory testing or analisis. The device information and the clinical evidence required to confirm the event have been requested for the corresponding investigation. 4. Dfu and labeling evaluation. The alleged event is a known, well-documented complication associated with silicone breast implants. It is clearly addressed in the product¿s directions for use (dfu), which states: ¿breast implants can rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is more likely to occur over time. Silent rupture is common and often asymptomatic; therefore, patients should undergo regular MRI screenings starting at 3 years post-op, then every 2 years.¿ the dfu also emphasizes the responsibility of the surgeon to fully inform the patient of potential risks and complications during the pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ accessible at IFU.motiva.health. Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. Literature reference: handel, n., garcía, m. E., & wixtrom, r. (2013). Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132(5), 1128. "A number of risk factors for rupture have been identified; the most common cause is surgical instrument damage." 5. Device history record (DHR) review : a comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements.

Event description:
Event: allegedly, it was reported a "device rupture". Description: "italy. Allegedly, enlarged breasts were noted, and upon palpation they did not feel like implants. During assessment, one prosthesis was found to be ruptured, and replacement of the ruptured implant was required".